Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument jaws would not close. Customer undocked the instrument and re-attached it, but it was not recognized. Customer removed the trocar and forcibly bent the joint to remove the instrument. The procedure was completed with no patient harm.